Event description:
Sorin group (B)(4) rec'd a report that the touch screen of the scpc locked up during setup. There was no pt involvement as this issue occurred during setup.

Manufacturer narrative:
The manufacture date will be provided in a f/u report. Sorin group (B)(4) manufactures the stockert centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that touch screen of the scpc locked up during setup. A sorin group field service rep was dispatched to the facility to investigate. While at the facility the field service rep replaced the touch screen board and full functional testing confirmed that the issue was resolved. The touch screen board has been returned to sorin group (B)(4) for eval. The investigation is ongoing. A f/u report will be filed when the investigation is complete.